Manufacturer narrative:
Evaluation summary: the analysis results found that the holster displays l3-017 green cable error during initialization of functional test caused by green cable damage causing the green cable to bind. The blue cable will not connect properly to the control module because the lemo connector has damaged flanges. The tie strap and e-clip were damaged during disassembly. The site replaced the green cable to correct the customer's complaint. The site also replaced the lemo connector, tie strap, e-clip and performed sb 04-006. The holster was functionally tested and found to meet specifications.

Event description:
It was repored by the customer stating that during a breast biopsy, they received the green cable error code (l3-017). They placed the holster and probe onto another unit and continued to receive the error code. They changed holsters and completed the case with no consequence to the patient.